Event description:
It was reported that this pacemaker was attempted at implant. When the right ventricular (rv) lead was connected to the device high out of range pacing impedance measurements were observed. The lead was removed and reinserted multiple times with the same results. Eventually, acceptable measurements were obtained. However when the right atrial (ra) lead was inserted into the device high out of range pacing impedance measurements were observed on this lead. Both leads were tested via the pacing system analyzer (psa) multiple times with acceptable measurements. This device was not used and a new device was successfully implanted with acceptable impedance measurements observed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions pacing and sensing functions were tested. There was no atrial or ventricular pacing output. It was further determined that there was a cracked/open connection on one of the resistance/capacitance arrays in the output circuit.

Event description:
It was reported that this pacemaker was attempted at implant. When the right ventricular (rv) lead was connected to the device high out of range pacing impedance measurements were observed. The lead was removed and reinserted multiple times with the same results. Eventually, acceptable measurements were obtained. However when the right atrial (ra) lead was inserted into the device high out of range pacing impedance measurements were observed on this lead. Both leads were tested via the pacing system analyzer (psa) multiple times with acceptable measurements. This device was not used and a new device was successfully implanted with acceptable impedance measurements observed. No adverse patient effects were reported.